Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the pacemaker was thoroughly inspected and analyzed. Visual inspection noted no anomalies. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and determined to have depleted prematurely.